Event description:
When withdrawing the device the clinician noted that the needle had detached from the inserter wings and remained within the vein. The needle was removed via surgical intervention with no pt complications.